Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to fully tighten. The battery cap height and width measurements were within specifications and a power loss was not observed. Unrelated to the initial complaint, the display was observed to be dim and discolored and the battery compartment was observed to be cracked below the grip pad. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. One unexplainable power reset event was observed in the black box on (B)(6) 2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting which indicated an intermittent power issue. Reportedly, there was no damage to the battery cap or battery compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.